Manufacturer narrative:
The customer reported that the cns (central network station) was freezing (two times in last month) and needed to be rebooted. The customer was getting the error code 1001 main line 212 error and 1444 message ID 32893. The customer has a spare hard drive on site and will perform the replacement per nka recommended maintenance. Nihon kohden continues to investigate the reported event. Nihon kohden america will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central network station) was freezing (two times in last month) and needed to be rebooted.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central network station) was freezing (two times in last month) and needed to be rebooted. The customer was getting the error code 1001 main line 212 error and 1444 message ID (B)(6). The customer had a spare hard drive on site and performed a replacement per the nka recommended maintenance procedure, which resolved the issue. Nihon kohden continues to investigate the reported event. Nihon kohden america will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.